Event description:
This ra lead was implanted on (B)(6) 2015 and remains implanted at this time. A call was placed to technical services on (B)(6) 2017 stating had an atrial lead get knocked out of positions. Patient having some ventricular tachycardia - likely stirred up by atrial lead with the helix out. The physician was dr. (B)(6) at (B)(6) in (B)(6), wa. No other information is available. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).